Event description:
It was reported that during a cardiac ablation procedure, a noisy electrogram and intermittent artifact on electrode 3-4 were observed on the loop catheter, which would resolve for short periods with manipulation. The interface cable in use was replaced, without r esolution. Additionally, the slide control of the loop catheter began catching halfway through the procedure and did not slide easily. The physician chose to continue using the catheter. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the pscc100 loop catheter with lot number 0012709264 was returned and analyzed. The log data file did not identify any anomalies or error codes related to the electrogram (egm) issue. The media data files confirmed the presence of a signal noise egm issue and a slider issue. Visual inspection of the loop catheter was performed and the catheter appeared intact without any visible issues. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function stuck due to entangled electrode wires in the shaft. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries was successfully performed. X-ray imaging confirmed the presence of entangled electrode wires in the shaft. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the sheath failed the returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.